Event description:
Site reported that they upgraded the software on the fusion system to version 2.1. Resulting in the 3d model displaying vertical bars resembling indentations in the model. The site was unable to adjust it by editing the 3d model in the application. After some trouble shooting the site reported that the images were white and that when they adjusted the bit depth from 16 to 12 that the 2d images looked great and the 3d model was a skull. Surgeon reported that he was inaccurate, but he did not want to take the time to re-register with the system. Surgeon continue with navigation and completed case. No impact on pt outcome reported.

Manufacturer narrative:
Ment rep sent exam to (B)(4) for further investigation. Per discovery of exam, the scan is not performed to protocol, there is obvious translation in the slices that can be seen on any dicom reader or in the application. Suggest configuring scanner protocol to remove the slice translation. Ment rep spoke to site to train them on this finding. No impact on pt outcome reported.